Event description:
This patient experienced an anterior an anterior wall mi and re-ptca approximately 33 months post implantation of six cypher stents. This patient was admitted to the hospital for coronary intervention. The patient was currently taking beta blocker therapy, aspirin, clopidogrel, ace-inhibitor, lipid lowering agent and statin. The patient was taken electively to the cardiac cath lab, where angiography revealed stenoses in the proximal lad/diagonal (bifurcating), proximal through mid rca, and the obtuse marginal branch. There were no difficulties in accessing or wiring the vessel noted. It is not known if the lesions were predilated. Three stents were deployed within the proximal lad: one (1) 3.0 x 13mm cypher deployed to 12 atms, one (1) 3.0 x 13mm cypher deployed to 20 atms, and one (1) 3.5 x 18mm cypher deployed to 14 atms. A 3.0 x 13mm cypher stent was deployed to 12 atms in the obtuse marginal. Finally, two (2) 3.5 x 18mm cypher stents were deployed to 20 atms within the proximal and mid rca. The diagonal branch was treated balloon angoplasty only. The patient was discharged on beta-blocker, aspirin, clopidogrel, lipid lowering agent, ace-inhibitor, and stain. Approximately 33 months later, the patient returned to the hospital with chest pain >20 minutes and was ruled in for an anterior wall mi via ECG. Cardiac enzymes revealed a peak ck=3827 iu/l and peak ck-mb=301 iu/l. No thrombolytics were administered. Repeat angiography demonstrated a lesion in the proximal lad (described as new), a lesion in the mid-rca (described as new), and a new lesion in the distal lcx.. The proximal lad was treated emergently with balloon angioplasty and the placement of a non-cypher stent. One week later, the patient was brought back to the cath lab and underwent an elective re-ptca of the mid-rca and distal lcx lesions. A total of three (3) non-cypher stents were implanted.